Event description:
It was reported that a patient, male, underwent a ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis . The patient¿s medical history is unknown. The physician¿s opinion regarding the cause of this adverse event is that it was most likely due to a perforation from the st. Jude jsn right ventricle diagnostic (rv) catheter. However, we will take the conservative approach and will report this event. A pericardial effusion was discovered and confirmed through echo. A pericardiocentesis was performed and 200 cc of fluid was removed. Upon request, additional information was provided on the event. The effusion was noted after the procedure was completed and the biosense webster ablation catheter was removed from the body. A transseptal puncture was not performed. There were no error messages observed on the biosense webster equipment during the procedure. An 8 fr short sheath was used. There is no further information about the hospitalization. The patient was reported to be in stable condition and was under observation at the time the complaint was reported. The physician did not feel that effusion was related to the ablation lesions. Since they were ablating in the left ventricle, he felt the increased pressure would have caused a larger effusion. Settings during the event include: power control mode / 50 watts max power/ temperature cut-off 48 celsius / 30ml/minute for all ablation lesions for irrigation flow setting. Power was titrated during ablation. No steam pops occurred. No char was noted on ablation catheter at end of procedure. Heparin was given during the procedure with act ranges from 300-350. The patient left the lab in stable condition.

Manufacturer narrative:
(B)(4) it was reported that a patient, male, underwent a ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis . A pericardial effusion was discovered and confirmed through echo. A pericardiocentesis was performed and 200 cc of fluid was removed. The patient was reported to be in stable condition and was under observation at the time the complaint was reported. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. It was then noticed that the t bar was folded and out of place, leaving a space between the peek housing and tip lumen. No detached sections were observed. Also reddish brown material similar to human blood was observed. These conditions were not reported by the customer. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and the catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter failed due to the t bar was folded . The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. The catheter failed the deflection test, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Internal corrective actions have been opened to investigate the t bar issue and the peek housing issue.

Manufacturer narrative:
Requested and received a response on clarification of the returned catheter condition on september 30, 2014. The physician did not feel any resistance when moving the catheter through the sheath. The physician did not notice anything wrong with the catheter and said there were no issues with performance during the case. The sheath used was an 8fr arrow flex sheath. It has a clear plastic lumen. The bwi representative did not look at the tip of the catheter prior to sending it to the bwi failure analysis lab. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial#: (B)(4). Coolflow pump: model #:m-5491-02, serial#: (B)(4). Stockert 70 system: model #: m-5463-01, serial#: (B)(4).